Manufacturer narrative:
A ge service representative performed an on site investigation. The drive connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "table will not move and x ray is not working." The fse noted the table would not boot up. There is no report of patient injury or death.